Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer called about a broken cubie lid. A technical support specialist advised the customer to tape the lid and contact the pharmacy, but the customer insisted on ejecting the cubie or having an fse dispatched. The technical support specialist explained that an fse could not be sent for a broken cubie issue, and the customer ended the call without performing the recommended steps. No repair, workaround, or corrective action was completed. A follow-up was raised with tsc due to the lack of customer response, and the investigation would be reopened and continued if further updates were received.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie lid was broken and repeatedly opened during use, preventing the customer from accessing another medication stored in the same drawer the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie lid was broken and repeatedly opened during use, preventing the customer from accessing another medication stored in the same drawer the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.